Event description:
It was reported the pt experienced a shocking and surging sensation. There was no known incident related to the onset of the sensation. Telemetry issues were also reported. An overdischarge was suspected. The pt was dissatisfied with the stimulation and had not been using the stimulation for the past 3 weeks. The pt was seen in the clinic. The pt reportedly did not have any problems with recharging and had been compliant with the charging. Two weeks prior to the visit, she began to feel a jolting sensation and the device subsequently quit working. Attempts were made to read the battery in the clinic. The pt tried lying down and changing positions, but it was not possible to read the battery. No physician mode recharge was attempted as the pt did not have the recharger with her. Since the pt had been without stimulation, she had lost feeling in her legs and fell and broke her shoulder. The pt felt losing her stimulation caused the fall. Add'l info has been requested, but was not available on the date of this report.